Manufacturer narrative:
Root cause: potential alteration of staining in this case was due to improper operation of the slide rack. The problem was solved by field service engineer with repair of the part. Following the repair, the instrument was fully operational within specifications, without errors and available for the user. Failure mode description: following a slide rack malfunction or if the part stops working; the resulting failure modes could occur. Slide level is out of specification due to rack is bent / warped, parts broken, or instrument and/or sink level is out of calibration. These failure modes have the potential to alter staining.

Event description:
Customer complaint record reported the event as follows: no staining intermittently no direct or indirect patient harm or user harm have been reported.